Manufacturer narrative:
Additional MFR narrative: delayed-onset reactions, such as swellings and granuloma, are known and widely documented effects in the context of hyaluronic acid filler injections. Their aetiologies are numerous. They may be related to an immune response of the body to the implant or to a bacterial infection. Granuloma are caused by a delayed immune reaction of the body in response to the implant being treated as a foreign body. As it is unable to eliminate the implant, the body surrounds it with immune cells (macrophages) forming a more or less hard and inflammatory mass. A treatment with hyaluronidase and anti-inflammatories generally allows to treat these reactions quickly and effectively with medical treatment, symptoms can be fully resolved, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teosyal products.

Event description:
This case occurred outside of the USA, in the UK. According to the information received, a female patient received injections in march 2022 of teosyal puresense ultra deep 2ml in the cheeks (registered under case (B)(4)) and of teosyal rha 4 2ml in the superficial cheeks, naso-labial folds, chin, and pre-jowl area. Approximately 4 months later, around the (B)(6) 2022, she experienced swelling at all injection areas, though primarily in the mid-face and the chin area. The injector specifies the swelling is intermittent, being worse in the mornings. As treatment of this adverse event, the patient took antihistamines, though with minimal improvement. Based on the characteristics of this adverse event and its severity as seen in the patient photographs, it was decided to report this case. A local medical advisor was mandated to provide their clinical assessment and treatment recommendations. He suggested the information supports a type IV hypersensitivity diagnosis and advised treatment with corticosteroids (prednisolone in a tapered dose) and, if the event does not resolve, to dissolve the filler with hyaluronidase in the affected areas.the patient did receive corticosteroids, which made a significant difference, however once the dosage was complete the swelling would start to reappear. The local medical expert recommended dissolving with hyaluronidase as the swelling/hypersensitivity is likely filler-related and therefore the swelling will not completely resolve until the filler is dissolved. The latest information received confirmed the adverse event was partially resolved and the injector had decided to wait for the time being before implementing other treatments such as hyaluronidase. According to the local teoxane affiliate, the communication with the injector was delicate and so no further information was obtained.